Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped in the shower prior to the malfunction occurring. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.